Manufacturer narrative:
This report is submitted on 11 february 2020.

Event description:
It was reported that the patient experienced a loss of osseointegration (date not reported). Revision surgery is planned but has not taken place as of the date of this report.